Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer stated that the motor error was received while trying to correct for high blood glucose. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 361mg/dl at the time of the incident. The customer declined troubleshooting for the high reading. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: all buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected alarm error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label. Drive support disk was inspected and no anomaly was noted.